Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy, the device was inserted through a port, then it got contact with a camera, and an element fell off. The procedure was stopped for a moment, and all the visible broken elements were removed from the cavity. Another device was used to continue the procedure. No patient harm. Pieces fell into the cavity and could be retrieved.